Manufacturer narrative:
The customer alleged false reactive elecsys cmv igg results for three additional patient samples. On (B)(6) 2025, sample 3 cmv igg result was 12.1 u/ml(reactive). The result by risultati chorus trio was 0.71 iu/ml. On (B)(6) 2025, sample 4 cmv igg result was 2.75 u/ml(reactive). The result by risultati chorus trio was <0.5 iu/ml. On (B)(6) 2025, sample 5 cmv igg result was 12.4 u/ml(reactive). The repeat result was not provided. Sample material from the five involved samples was requested for further investigation.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys cmv igg results from the cobas e 801 analytical unit. Patient 1 initial cmv igg result was 12 coi (reactive). Patient 2 initial cmv igg result was 3.5 coi (reactive). Both samples were retested on a different instrument (chorus evo diesse, elisa method), due to a previous negative cmv igg history for both patients. The results obtained on the elisa system were negative: patient 1: < 0.20, patient 2: < 0.20. Following this, a rerun was performed on the original cobas instrument after recalibration: patient 1: cmv igg = 12 coi (reactive). Patient 2: cmv igg = 3.5 coi (reactive).

Manufacturer narrative:
Medwatch field d4 expiration date was updated. Samples for the first 3 patients were received for investigation. The customer¿s reactive results with elecsys cmv igg were reproducible for all 3 samples. Further analysis determined that the elecsys results for patients 1 and 3 were considered correctly positive. The result for patient sample 2 was likely a false positive with the elecsys cmv igg assay. The result was discordant to all methods tested and showed a uniform distribution of antigen reactivity. This is consistent with an interfering compound in the sample. A general product problem or malfunction was not found.